Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the optic had been cut into two pieces. Two haptics are attached to each piece of the optic. All four haptics are not damaged. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. The lens exchange was likely performed to address residual refractive error. Most residual refractive error are due to pre-op biometry error or power calculation and therefore unrelated to the device. Based on the information provided, this event is considered to be unrelated to the device.

Manufacturer narrative:
The lens has been returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to unspecified "mechanical complications of the iol." No sutures were required. The lens was exchanged for a lens of the same model but a higher power approximately 10 weeks after implantation.